Manufacturer narrative:
The device (B)(4) was repaired on site at the hospital. Stock verification was done in manufacturer´s warehouse with no findings and current production process verified with no issues. Stock verification was done in us distributor (B)(4), and two units were detected with loosen screws in the handport hinges fixation. Material recovered for investigation. It was found out that the two units were built with reprocessed hinges. A worldwide recall is being initiated, to replace the handport hinges and screws for the units potentially affected in the field or dp warehouses. This was recognized as a reportable event only once the investigation showed this was a manufacturing issue (9-sept-2015) this electronic report submission has been delayed due to technical issues with setting up the electronic MDR process. Documentation on file of FDA requesting we wait to submit until issue was resolved through FDA helpdesk.

Event description:
An incubator was found out at the hospital storage area with two screws stripped of the handport hinges ((B)(4)). Investigation revealed that this was due to a manufacturing issue and other devices in the same manufacturing batch could be affected. The problem was analyzed and is reported according to 21 cfr part 803.50 as a potential risk to contribute to an injury to the patient if it were to recur.